Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
The initial medwatch report should indicate: patient code - 2645. Device code - 1476. Method code - 4118. Results code - 3233. Conclusion code - 11. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
The customer had their device serviced by a third party provider and returned their device to service. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.